Manufacturer narrative:
The insulin pump was received with motor error alarm during the occlusion test and compromised force sensor alarm during the prime test at 4.0 pounds due to faulty force sensor system. Pump passed the stop current test, run current test, basic occlusion test and displacement test. Unable to perform the self-test, unexpected error test, off no power test and no delivery test due to compromised force sensor alarm. Motor passed motor test. Pump had cracked case at display window corners, minor scratched and cracked display window.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer's blood glucose level was 179 mg/dl at the time of the incident. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.